Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The 3-way solenoid was replaced. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during boot-up, the unit had a ventilator failure. There was no report of patient involvement.